Event description:
The manufacturer was informed of the following event through mantra study. Reportedly, perceval plus size l was implanted in the patient on (B)(6) 2023. Based on information received, patient had complete heart block with underlying ventricular escape (around 40 bpm) on (B)(6) 2023 which led to insertion of a permanent pacemaker on (B)(6) 2023. Based on the information available, patient has recovered, and the event has resolved. As reported, patient has a history of coronary artery disease, systemic hypertension, dyslipidemia, and nyha class ii.